Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The fox sv instructions for use (IFU) states: never attempt to advance the catheter on guide wire when the balloon is not deflated enough. Never attempt to move the guide wire when the balloon is inflated. In this case, there is no indication of a product deficiency and the reported attempt to remove the guide wire with the balloon inflated appears to be related to use error and/or not following the IFU instructions. A review of the lot history record could not be performed as the lot number was not provided.

Event description:
It was reported that during a procedure in an unspecified vessel, contrary to the instruction for use, with the balloon inflated to nominal pressure or less, an unsuccessful attempt was made to remove the guide wire. The balloon was then deflated and the guide wire was removed. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (date was not provided). The device will not be returned. The lot number was not provided. A follow-up report will be submitted with all relevant information.